Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that the customer experienced high blood glucose level of 425 mg/dl. Caller declined troubleshooting for high blood glucose reading. Customer current blood glucose reading 255 mg/dl. Caller stated they changed the set every 3 days. Caller also reported no delivery. Caller stated no delivery start on (B)(6) 2011. Customer tried all remedies for the no delivery alarm. Insulin pump will not be returning for analysis.